Event description:
In 2008, the pt reported that while changing his insulin cartridge he pulled the cartridge from the infusion device and the plunger became stuck to the piston rod. This caused insulin to spill into the cartridge compartment. He stated that he dried the insulin from the infusion device. He was instructed how to remove the plunger from the piston rod. He was assisted with inserting a new insulin cartridge and he was able to do so successfully. During the report the pt's wife mentioned that the pt's blood glucose was low and she had given him orange juice. She stated that the pt likes to keep his blood glucose low and he had not eaten his breakfast yet. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.